Event description:
It was reported that prior to starting (pre-anesthesia) a da vinci-assisted surgical procedure, the customer called an isi technical support engineer (tse) and reported error c-83 on erbe integrated electrosurgery unit (iesu) returned. The issue was previously reported under (B)(4) has reappeared and is now persistent. System was not connected to onsite during call. The customer confirmed they did not have an external esu or dv system available. The tse advised the iesu will not be functional until fse has visited to resolve issue. Caller informed tse the procedure will most likely be converted to laparoscopy, but surgeon is not yet present. The procedure aborted prior to anesthesia and port placement.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse replaced the erbe to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The erbe was analyzed and and error c-83 was found. The complaint was confirmed based on the results of the investigation, which indicates that the device may have contributed to the customer reported issue.